Manufacturer narrative:
Batch review performed on 18 october 2020. Lot 1902306: 200 items manufactured and released on 21-jun-2019. Expiration date: 2024-06-10. No anomalies found related to the problem. To date, 190 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director early loosening of the acetabular cup in cementless primary tha on a young woman. The only available image shows the cup already mobilized, so no comment can be offered as to the initial position of the cup. An early loosening can be due to insufficient primary stability achieved at the time of primary operation, perhaps followed by excessive stress during rehabilitation. No sign of a defective implant is discernible from the information available.

Event description:
Tilting of the acetabular cup noted 3 months after the primary operation by a control x-ray. The surgeon offered the patient another operation to reposition the cup in february, but the patient refused because she had no pain. The pain started 2 months ago and she finally accepted the revision surgery. Cup, liner and head have been successfully revised 1 year after primary surgery.